Event description:
Sales rep reported that once the surgeon started to tap the anchor, it crumbled during insertion. The site was pre-drilled and a cannula was used. Three to four taps were administered before the anchor broke. The surgeon was able to remove all the pieces with a grasper and experienced a 15-minute delay. Surgeon completed the case using a competitor's device. Patient was noted to have good bone quality.

Manufacturer narrative:
No product is being returned for evaluation; therefore, no determination could be made for the reported device failure.